Event description:
It was reported that the procedure was to treat a de novo lesion in a mid-left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis. Pre-dilatation was performed with an unspecified 2.5x12mm balloon catheter then a 3.0x48mm xience xpedition rx stent delivery system (sds) was successfully deployed. There was no interaction of devices, however, during deployment a dissection occurred. The dissection was successfully treated with a xience prime sds, and post-dilatation was performed with an unspecified non-compliant balloon. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the stent remains in the patient anatomy; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling.